Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure. Patient status was good postoperatively. Product was retained by facility and will not be released.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a month ago prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: 5002178. Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: 5002307. Model/catalog description: infinion pro lead kit, 16 contact, 70cm unique identifier (UDI) #: (B)(4).